Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was no longer functioning as intended and was confirmed by the physician to not be working properly. The patient has undergone enterocystoplasty for the small capacity and pain of the bladder. The aus was explanted and replaced with robotic-assisted laparoscopic surgery. There were no additional patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was no longer functioning as intended and was confirmed by the physician to not be working properly. The patient has undergone enterocystoplasty for the small capacity and pain of the bladder. The aus was explanted and replaced with robotic-assisted laparoscopic surgery. There were no additional patient complications reported.